Manufacturer narrative:
Information received indicates that the device is not available for return, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30276849m number, and no internal action related to the complaint was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) year old female patient ((B)(6) lb) underwent left sided atrial flutter ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the transseptal phase, after going transseptal for the second time and prior to ablation, a cardiac tamponade was noticed as the patient's blood pressure dropped. The cardiac tamponade was confirmed by intracardiac echocardiogram. A pericardiocentesis was performed and an unknown amount of fluid was removed. The patient was reported to be in stable condition. Patient¿s condition has improved. Physician¿s opinion on the cause of the event is that the physician perforated through the roof of the left atrium with the thermocool® smart touch® sf bi-directional navigation catheter after putting it through the sheath. Transseptal puncture was performed with a st. Jude brk-1 xs series needle. There was no evidence of steam pop. Flow setting was low flow 2ml/min and high flow 8 ml/min.